Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not turning was not duplicated or confirmed as the device was found to be turning. Therefore, an assignable root cause was not determined. However, during evaluation that the bearings were corroded and the seals were dirty (non-failure; the device passed pre-repair diagnostic assessment). It was determined that this was due to improper cleaning. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a tibial nail insertion surgical procedure for a fractured tibia, it was observed that the modified trinkle reduction drive device would not turn when attached to the small battery drive device. There were no delays to the surgical procedure as an identical spare device was available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.